Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Total linear penetration was estimated to be 1.3 mm using silicone mold replication. Based on the implantation time (12.5 years) and estimated total linear penetration (1.3 mm), the yearly penetration rate was calculated to be 0.1 mm/yr. Cases involving similar amounts of linear penetration have been reported in the literature. No further investigation warranted.